Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged loose cap as no objective evidence has been provided to confirm any alleged deficiency with the cap. The root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model 000702 feeding device experienced a defective component. This report was received from one source. There was one patient involved with no patient consequences. Patient age, weight, and gender were not provided.